Manufacturer narrative:
Sections with additional information as of 09-feb-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-062: user had poor technique. Correction: h1: type of reportable event from "malfunction" to "serious injury.".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up calls - able to establish contact with customer: - on (b0(6) 2020, the customer stated his condition had improved but he still had excessive thirst and believed it to be related to diabetes. No medical attention since the last call was reported. It was not disclosed if any additional blood test had been performed using the relion truemetrix air meter. - on (B)(6) 2020, the customer stated his condition had improved and he did not currently have any diabetic symptoms. No medical attention since the last call was reported. No additional blood tests had been performed using the relion truemetrix air meter. - on (B)(6) 2020, the customer's wife reported past medical intervention that had not been disclosed during the initial call. Wife stated customer had been hospitalized twice recently: (B)(6) 2020 and had been diagnosed with hyperglycemia and than again on (B)(6) 2020 and had been diagnosed with a mass in his abdomen. Customer had been prescribed insulin when discharged on (B)(6) 2020. No further information was provided regarding these events.

Event description:
Consumer reported complaint for error messages (e-0, e-2 and e-5). Daughter is calling on behalf of the customer. At the time of the call, the customer reported having excessive thirst and stated it was related to his diabetes. Medical attention was not required at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 03/29/2022 and open vial date was not disclosed. During the call, a blood test was performed by the customer that produced e-5 error using the meter.